Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an insertable cardiac monitor implant. Upon interrogation post-procedure while still in the procedure room, post sensed t-wave oversensing was noted. Programming changes were made. The patient was stable.